Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to the following : g2 - remove user facility - added - company representative. Correction to the g3 of the initial medwatch. The aware date should be 28sept2024. H6 - component code/medical device problem code.

Event description:
Correction to initial medwatch. It was observed during the device inspection, that the bronchovideoscope exhibited the distal end had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the elite bronchovideoscope had an air leakage. The issue occurred during an unspecified procedure. There were no reports of patient harm.